Event description:
Edwards received information through its implant patient registry that a 23mm 11500aj valve was explanted after a duration of three (3) years and eight (8) months due to unknown reason. Another same model 23mm 11500aj valve was implanted in replacement. No information about device return at this moment. File will be updated.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted. A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Intermediate/late onset endocarditis (i.e. Greater than 60 days post-implant occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patient's body and is not in any way related to the sterilization or packaging process of the device. The microorganism for intermediate/late onset prosthetic device endocarditis may be due to hospital-acquired infections of lower pathogenicity or community-acquired infections. Common sources of endocarditis include dental, surgical, or endoscopic procedures; IV drug abuse; or recurrent endocarditis. Per the instructions for use (IFU), prosthetic endocarditis is a known potential risk associated with bioprosthetic heart valves and annuloplasty rings. There is no evidence of a malfunction which could be related to a manufacturing non-conformance. Based on the information available, the most likely cause is patient factors.